Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9208046. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-07-27. Medical device lot #: 9241529. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-29. Investigation summary: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: the root cause cannot be determined. Complaint trend would be monitored. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that contrast medium leaked from the top of the bd venflon¿ pro safety shielded IV catheter's cap during use. The catheter had been placed in the patient's elbow in the median vein, and the nacl flush beforehand "went smoothly". A flow of "4.0ml/s" was used for the contrast dose, and the pressure reportedly rose "quickly" and decreased "abruptly" in the beginning. An extra scan was done as a result of the leakage, and the contrast was removed from the scanner. Lot#'s 9208046 and 9241529 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from (B)(6) to english: "the placing of the venflon went smoothly, it was placed in the median vein in the elbow. There was no doubt at all that it would not sit properly, as the nacl flush went smoothly and also the control that blood was coming back. A flow of 4.0ml/s was chosen for the contrast dose, which is normally not a problem with this size of venflons. During the start of the contrast bolus, the pressure quickly went up, to also decrease abruptly. At first we thought that the arm had been bent too much, but the patient indicated that it had not and also clearly indicated that he had maintained the posture as instructed. There was also no contrast extravasation. After an extra check with nacl we were still convinced that the venflon was well in the vein. On this second attempt, I stayed with the patient for a check-up. Then it appeared during the new attempt to contrast venous that the contrast medium came out through the top/pink cap!" "Made extra scan, remove contrast from the scanner."